Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional information have been requested from the healthcare provider; however, no additional details have been provided at this time. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to stenosis and regurgitation. The tmvr was performed with a 29mm 9600tfx transcatheter valve with great result.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10 and additional h6 method codes. H11: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to mitral valve stenosis and regurgitation, due to a culture-negative endocarditis with vegetation one month earlier. The patient was in septic shock prior to the tmvr, which was performed successfully, with a 29mm 9600tfx transcatheter valve. Post procedure, the patient experienced multiple organ failure, and serratia bacteremia. The patient was placed on comfort care, and expired on pod#5.